Event description:
Later, it was reported that the patient was hospitalized possibly for the second time (date not provided) due to seizures. A response was received from the following provider (veronica malone np), it was determined that the cause of the increased seizure was due to low battery (despite acknowledging that the battery operates as intended until complete depletion). The increased in seizures rate was noted to be above pre-vns baseline levels. While no surgery has been referred to date, the np had indicated that any future referral for replacement would be to preclude a serious injury. No other relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was hospitalized due to seizures. They had a non vns treatment over the chest (unknown what the treatment was) conducted for these seizures that may have affected vns. No other relevant information has been received to date.